Manufacturer narrative:
Initial.

Event description:
It was reported that the user and his caregiver were unable to connect a freestyle libre 3 plus sensor to the ilet because the sensor had been started in the abbott app instead of the ilet app, resulting in the sensor being in use by another device and requiring replacement. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and caregiver and analysis of the information they provided. Investigation of this case revealed a usage problem related to an improper procedure, with no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.